Manufacturer narrative:
Pharmacovigilance comments: the case is assessed as serious due to the potential risk for permanent damage to body structure. Additional information regarding the patient's outcome has been requested from the reporter in april 2016 without success. Additional information was added to the case, no knew event codes were added.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-mar-2016, information was received from the patient. The patient still has tenderness and soreness at the point of injection and on upper left side of the mouth/lip. The left nostril was also incredibly painful. The eye was well but the skin close to the left lower eyelid was not completely healed. At the time of the report the outcome for numbness and headache was unknown. Blurred vision was recovered/resolved, within 2 days. Vascular compromise/blanching, mottled skin on nose, ulcerated areas, and small necrotic areas were recovering/resolving. Soreness/pain was not recovered/not resolved.

Manufacturer narrative:
Pharmacovigilance comments: a causal relation between the events and the treatment seems possible. The injection technique may have contributed to the events. The event, ischemia, is already addressed in the labeling. The other reported events can be considered secondary events to the ischemia. The case is assessed as serious due to the intervention that will be required to prevent permanent damage to body structure. The event, ischemia, is already addressed in the labeling. The other reported events can be considered secondary events to the ischemia. It is stated in the warning section in the IFU for sculptra that the product should not be injected intravascularly. No corrective action will be initiated at this point.

Event description:
(B)(4) is a spontaneous report sent on 16-mar-2016 by an aesthetic nurse which refers to a female aged unknown. Follow-up information from 17-mar-2016, 18-mar-2016, 21-mar-2016, 22-mar-2016, and 23-mar-2016 is also included in this report. The patient's medical history was not included. On (B)(6) 2016, the patient received treatment with 9 ml sculptra (mixed 7+2 ml)(unknown lot) to nasolabial folds with unknown needle and unknown technique. Within 1 hour, on (B)(6) 2016, the patient experienced vascular compromise/blanching(implant site ischaemia) at nasolabial fold. Within 1 hour, on (B)(6) 2016, the patient experienced numbness(hypoaesthesia) at face. Within 1 hour, on (B)(6) 2016, the patient experienced blurred vision(vision blurred). Within 1 hour, on (B)(6)2016, the patient experienced severe, soreness/pain(implant site pain) at left side of nose and upper teeth. Within 1 day, on (B)(6) 2016, the patient experienced headache(headache). Within 1 day, on (B)(6) 2016, the patient experienced mottled skin on nose(implant site discolouration) at nose. Five days later, on (B)(6) 2016, the patient experienced ulcerated areas(implant site ulcer) at left eye, nose, and roof of mouth. Five days later, on (B)(6) 2016, the patient experienced small necrotic areas(implant site necrosis) at left eye, nose, and roof of mouth. Treatment for the adverse event included pain relief [paracetamol] and massage. The injecting nurse suspected intravascular injection after seeing some blood in the hub of the needle. Blanching appeared and the reporter massaged the area for 20 minutes. The patient complained of numbness and blurred vision which the reporter thought was due to the anaesthesia. Patient also complained that her nose felt sore. Later the same day, the patient also reported headache on the affected side. On (B)(6) 2016, the patient was seen by ophthalmologists. She had regained her vision and there were no damage to the eye. The patient was still complaining over severe pain on left side of the nose and the upper left teeth. The nose has a mottled colour. On (B)(6) 2016, the patient was seen by a vascular consultant due to the mottled skin on the nose. She was sent home with pain relief. On (B)(6) 2016, the patient also met with a facial maxillary consultant who suggested a scan of the eye in case of clots. Scan came back normal. On (B)(6) 2016, the patient sought further medical advice due to the ulcerated areas in the face. She has seen a dentist who gave her mouth wash and an ophthalmologist who gave her steroid cream. An optician checked the fundus of the eye again and gave it a clean bill of health. On 23-mar-2016, information was received from a consulting physician that the patient is feeling better. No further details were obtained. Additional information is expected. At the time of the report the outcome for vascular compromise/blanching, numbness and headache was unknown. Blurred vision was recovered/resolved, within 2 days. Soreness/pain, mottled skin on nose, ulcerated areas, and small necrotic areas were not recovered/not resolved.